Manufacturer narrative:
The right hand control pcb was replaced to resolve the issue.

Event description:
Customer alleged that when the pt lockout control was unlocked the head section would lower on its own.